Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 was not confirmed. The cause was undetermined.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) found on the home choice (hc) device during use during dwell 6 of 6. The baxter technical representative (tsr) explained the alarm to the care giver(cg) and had the home patient (hp) cycle power. The hc went to 'press go to start'. The cg stated that she had already disconnected and cycled power, and the hc alarmed with se 2367. The tsr assisted the cg to retrieve the cassette and advised to inform the registered nurse(rn) regarding the alarm. The hp will use manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.